Event description:
It was reported that the patient got an infection 30 hours after being implanted. The patient was in the emergency room (ER) at the time of the report. The reporter indicated that the patient's healthcare provider (hcp) was aware of the infection. No further information was reported. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).